Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reports the back teeth no longer align with the rest of the teeth because the aligners don't go that far back. It is really uncomfortable to close the mouth and chew properly. Patient reports pain level at 4, periodontitis, gingivitis, discomfort, jaw discomfort and sensitivity.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.